Event description:
Pt had a medtronic model #7960 pacer and ventricular lead model #4024 which has shown progressive decrease in lead impedance, suggestive of an insulation issue. Last pacemaker evaluation on july 2006 showed a significant increase in battery impedance as well as significant battery wear. In 2006 he underwent a temporary pacer due to his extreme pacer dependency followed by insertion of medtronic kappa dr model #kdr901. No adverse outcomes occurred.